Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient received an open heartmate 3 kit. The outer box appeared sealed, however the inner hm3 kit box appeared open. The ICU cover was included in the shipment, however was not in the box that was received open.